Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The graftmaster device referenced in describe event or problem is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid circumflex (cx) artery. A 2.5 x 28 mm xience sierra stent was deployed in the mid cx when a perforation was observed in the distal edge of the stent. A 2.8 x 19 mm rx graftmaster covered stent was selected to cover the perforation. The graftmaster stent was advancing, but could not cross the target lesion due to the anatomy when the graftmaster stent dislodged into the left main artery. The patient lost pulse and went into cardiac arrest. The patient was stabilized with an extracorporeal membrane oxygenation (ECMO) machine and was sent to surgery. The stent was left in embedded in the vessel, and bypassed the area of the stent. The perforation was ultimately treated through coronary artery bypass graft surgery. The patient remains hospitalized. No additional information was provided.